Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using a ruby coils. During the procedure, the physician deployed and detached several ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to deploy a new ruby coil in the target vessel, the physician did not like the way the ruby coil landed and decided to remove it; however, upon retraction, the ruby coil unintentionally detached in the lantern. Therefore, the lantern containing the detached coil was removed and the coil was flushed out. After that, the lantern was reinserted into the patient¿s body, and the procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.